Manufacturer narrative:
The technician replaced the foot down valve to repair the bed. The bed is working properly after the repair.

Event description:
Info rec'd indicates the foot hi/low function is drifting slowly.